Manufacturer narrative:
This report is for twelve (12) unknown 4.5mm cortex screws. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). (510k): unknown, as specific part and lot numbers for cortex screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a young patient sustained fracture to right femur and was treated with plate (unknown if it is synthes plate) on an unknown date. Postoperatively non-union was identified. Fixation was revised, broken screws were left in situ and plate fixation was revised to 14 hole dynamic compression plate (dcp) plate on an unknown date. The dcp plate also broke and non-union was identified. Patient revised again, where surgeon elected to do staged procedure. Stage one (1) was performed on (B)(6) 2017 in which surgeon removed broken hardware and confirmed absence of infection, and applied external fixator. In stage two (2) procedure nail fixation was performed. This report is for twelve (12) unknown 4.5mm cortex screws. This is report 1 of 2 for complaint (B)(4).